Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, successfully reset pump with no recurrence of the malfunction, was advised to continue using pump, and was instructed to call back if the malfunction code recurred.